Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to blood glucose. Reportedly, customer used apidra insulin. A follow up with a clinical diabetes specialist confirmed that the event was resolved after changing insulin types.